Manufacturer narrative:
The insulin pump was received with a cracked display window corner, minor scratches on the display window and a cracked reservoir tube lip. No moisture damage was found on the keypad traces, electronic assembly or motor.

Event description:
It was reported that the insulin pump had hair line cracks coming off the edge of the screen into the device housing. Condensation and liquid in the screen were also observed. The blood glucose reading was 91 mg/dl. The customer stated that he did not know how the damage occurred. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.